Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a curved opening on radius, and fold creases. The device was found to be underweight. A microscopic analysis was performed which identified a sharp crease opening on radius, stress marks, and wear abrasion. Based on the device analysis the final assessment is a sharp crease opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.